Manufacturer narrative:
User facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a female pt (age unknown) underwent a therapeutic procedure in 2006, for placement of a polyflex esophageal stent at the junction of the gastric bypass due to fistulas. Subsequent to the initial placement (date unknown), the stent reportedly migrated in to the duodenum, where it remains. The pt has not sustained any reported ill effect as a result of the migration. Based on the polyflex esophageal stent directions for use, the device is indicated for: stenting esophageal stenoses, such as stenting refractory benign strictures and malignant strictures. Esophago-respiratory-fistula. Maintaining esophageal lumen patency in esophageal strictures caused by intrinsic or extrinsic tumors. Based on the event description, the device was used in an off-label manner.